Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer had centrifugation problems on the gel tubes, as several batches had poor sedimented pellet after centrifugation on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#:4276809 d4. Medical device expiration date: 31-mar-2026 h4. Device manufacture date: 02-oct-2024 d4. Unique identifier (UDI) #:(B)(4). D4. Medical device lot#: 4261284 d4. Medical device expiration date: 28-feb-2026 h4. Device manufacture date: 17-sep-2024 d4. Unique identifier (UDI) #:(B)(4). D4. Medical device lot#: 4276808 d4. Medical device expiration date: 31-mar-2026 h4. Device manufacture date: 02-oct-2024 d4. Unique identifier (UDI) #: (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: lot numbers: 4178606, 4261284, 4276808 and 4276809. Bd received one photo for investigation. The evaluation of the photo indicated poor gel barrier separation. Additionally, 6 retained samples from each lot number (24 samples) were used in clinical evaluation and 100 retained samples from each lot number ((B)(4) in total) were visually inspected, with no gel defects found. Complaints for sample quality for the month of january 2025 were not under statistical control therefore factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: poor barrier separation for the lot numbers based on photo analysis. Corrective and preventive action has been opened to address sample quality issues complaint received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the customer had centrifugation problems on the gel tubes, as several batches had poor sedimented pellet after centrifugation on unspecified number of tubes. No patient impact reported.